Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had increased the stimulation level from 4.5 to 6.3, however the stimulation didn't seem to be working. Patient said that they still had a lot of pain in their leg going down to their knee. Pt said that they were not feeling any stimulation at all. Patient was using group a with programs 1-4. Patient had groups a, b and c available. Patient tried switching to groups b and c, however they weren't feeling any stimulation on either of the those two groups. Patient noted that they would normally feel something at that level. Pt said that they never really had to increase the stimulation before until like two weeks ago when the pain started. Pt then said that they started increasing the stimulation on monday. Pt said that they talked to a rep who told them to increase the stimulatio n. Pt said that they contacted the rep on three different days being monday, tuesday and wednesday. The patient was redirected to their healthcare provider to further address the issue. Agent also advised the patient that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they are not getting relief from the therapy for about 2 weeks. Patient stated they are having pain in the leg and they increased the intensity 20% and patient is still in a lot of pain. Patient stated its taking long time to charge. Agent asked patient to connect with the controller and controller show implanted neurostimulators 70%, controller 100% charged. Agent asked if patient had fall or trauma and patient said no. Agent asked patient for recharging antenna and patient said they did not have recharger (rtm) or ac power cord with them. Agent reviewed device function. Agent recommend noting messages or codes and call back for assistance. Agent recommend calling back with all the external devices to complete the troubleshooting steps. Agent recommend patient consult with hcp office regarding therapy concerns. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-30: additional information was received. The rep confirmed the pt was seen on (B)(6) 2024 by another rep who performed reprogramming to address the patient's concerns. The reps have not heard from the patient since the reprogramming session, so they believe everything is resolved.